Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was 203 mg/dl. She stated that the insulin pump showed no signs of damage and had never been dropped or exposed to moisture. She stated that the contacts on the battery cap were missing and was sent a replacement battery cap. Nothing further was reported.